Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the heavily tortuous, 90% stenosed, de novo, left circumflex (cx) artery. During the procedure, pre-dilatation was preformed with a non-abbott balloon and a 3.0x33mm xience prime drug eluting stent (des) was advanced but could not cross the anatomy. The des was removed and a 2.5x23mm xience v des was advanced and implanted at the target lesion. After post-dilatation with a 2.75x12mm nc balloon dilatation catheter (bdc), a proximal edge dissection was noted. Another xience v des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.